Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: ¿ brown particles observed on the surface of the shell. ¿ observed 40 mm dark patch edge material inside gel device. ¿ calcification observed on the surface of the shell.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.